Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold and total delamination on the valve. Leak test and microscopic analysis was performed which identified: total delamination on the valve. Based on the device analysis the final assessment is: total delamination on the valve (adhesive failure). Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional additionally reported right side "any creases associated with hole".